Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the device likely failed due to misuse, by products possibly being assembled incorrectly with cross threading and/or not threaded properly and then impacted locking threads together. Also the handle must be inspected for wear and disfigurement and prior to use to ensure the threads are not damaged.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the inserter would not disengage from the acetabular cup. Subsequently, the cup was removed and new instruments and another cup were utilized to complete the procedure. A 20 to 30 minute delay occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Malfunction added. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.